Event description:
Caught on fire/plug burnt off the charger - oral-b [device catching fire]. Case narrative: consumer via phone reported that the oral-b toothbrush charger caught on fire and the plug burnt off. No injury was reported. On 17-mar-2025, follow-up via image: the suspect product lot was b31440918lh. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Caught on fire/plug burnt off the charger - oral-b [device catching fire]. Case narrative: consumer via phone reported that the oral-b toothbrush charger caught on fire and the plug burnt off. No injury was reported. On 17-mar-2025, follow-up via image: the suspect product lot was b31440918lh. No injury was reported.

Manufacturer narrative:
On 07-apr-2025, update: product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.